Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this right atrial (ra) lead exhibited loss of capture, the physician suspects a lead fracture. The patient was sent in for an x-ray, but no results are available at this time. The ra lead remains implanted. No adverse patient effects were reported.